Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018. The family member reported that the patient ¿pulled out his device¿. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was advised that they follow up with the patient¿s physician. The issue was reported as not resolved at the time of report. It was unknown if any surgical intervention had occurred or were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient did not have clarification to offer. They reported it just bothered them and they pulled it out. They did not take action to resolve the reported issue or have further event details to provide when asked.